Event description:
It was reported that the rotation speed was not stable. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the rotation speed was not stable where it increased and then decreased. The procedure was completed with another of the same device. No patient complications were reported.